Event description:
I spiked standard heparin bag as per new heparin order for pt. Was not sure at first if I spiked it completely, because I noticed wetness near the top of the tubing. After a minute, I noticed small drops slowly dripping from another area on the bag, near the spike port, where there is a seam.